Event description:
As reported, the plug of a 6f exoseal vascular closure device (vcd) was not fully released, and when the device was withdrawn, part of the plug remained on the delivery rod. There was no reported patient injury. The device was used to seal the femoral artery puncture site. The device will be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 5f exoseal vascular closure device (vcd) was not fully released, and when the device was withdrawn, part of the plug remained on the delivery rod. There was no reported patient injury. The operator was trained in the device. The device was stored and prepped according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. A non-cordis sheath was used. The exoseal vcd was used in an interventional procedure. The procedure used a retrograde approach. The suitability of the femoral artery was verified on angiography, including the insertion angle of the vascular sheath introducer (30¿45 degrees), and the vessel diameter was confirmed to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no stent near the site, no vessel stenosis greater than 50%, and no prior closure with a device or manual compression within 30 days. Additionally, there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The device was used to seal the femoral artery puncture site. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. No resistance or friction was experienced as the exoseal vcd was advanced through the sheath, and the sheath was not kinked or bent. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling, and it locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped. The exoseal vcd and vascular sheath introducer were retracted together until the indicator window changed to a solid black color. There was no issue or damage to the deployment lever. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, d10, g3, g6, h1, h2, h3 and h6. As reported, the plug of a 5f exoseal vascular closure device (vcd) was not fully released, and when the device was withdrawn, part of the plug remained on the delivery rod. There was no reported patient injury. The operator was trained in the device. The device was stored and prepped according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. A non-cordis sheath was used. The exoseal vcd was used in an interventional procedure. The procedure used a retrograde approach. The suitability of the femoral artery was verified on angiography, including the insertion angle of the vascular sheath introducer (30¿45 degrees), and the vessel diameter was confirmed to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no stent near the site, no vessel stenosis greater than 50%, and no prior closure with a device or manual compression within 30 days. Additionally, there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The device was used to seal the femoral artery puncture site. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. No resistance or friction was experienced as the exoseal vcd was advanced through the sheath, and the sheath was not kinked or bent. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling, and it locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped. The exoseal vcd and vascular sheath introducer were retracted together until the indicator window changed to a solid black color. There was no issue or damage to the deployment lever. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received partially depressed, while the guard was locked. The plug was not received for this evaluation and the indicator wire was found retracted. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white and red position. During this visual analysis no additional anomalies were observed to be reported. A dimensional analysis of the delivery shaft inner diameter (ID) was conducted in the received unit. The result obtained was within specification. The functional deployment simulation evaluation could not be performed, as the device was received in fully deployed condition. However, since the deployment lever was received partially depressed, an attempt to fully depress the lever was performed and was successful. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. A review of the manufacturing documentation associated with lot: 18176389 presented no issues during the manufacturing process that can be related to the reported event. Accordingly, lot: 18176389 was included in sterilization load #161762 on january 24, 2023, verifying that distribution occurred in a timely manner and well within the established shelf life. The reported event of ¿vascular closure device (vcd) deployment difficulty partial deployment¿ was not confirmed since the device was received with the plug fully deployed. There was partial depression of the lever, which was able to be successfully depressed during functional analysis. The reported event of ¿packaging/pouch/box expiration date exceeded¿ was confirmed since the event date occurred after the expiration date of the manufactured lot. The cause of the reported issue could not be determined, however, handling factors are likely since the device was expired when it was used and the lever was not completely depressed. The IFU advise that all devices need to be used prior to the expiration date noted on the label. If the expiration date has been exceeded, the device needs to be discarded and not used. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.